Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has rec'd the product, however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visibility/palpability and displacement are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling address the reported event of displacement and visibility/palpability as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Health professional reported port replacement surgery was performed due to observation that "the port was visible through the skin" and "appears angled."